Event description:
The pt was undergoing an unspecified paracentesis in which approximately 60-100cc of body fluid was removed and placed in the evacuated container. The filled evacuated container was placed on a shelf. After the procedure was completed, the evacuated container "exploded" and body fluid and glass sprayed. A nurse and technician were exposed to the body fluid and one of them was scratched on the back of their leg by the glass. There was no report of mucous membrane exposure. The hosp protocol for decontamination was followed and the staff members went to urgent care and had blood drawn for hiv, hepatitis b and c. It was reported that follow-up lab work would be performed at 3 months, 6 months and 1 year. It was reported that both staff members were doing fine and the scratch on the leg was healing. There were no reported adverse pt effects.